Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient and the user, no intervention was required. There was nothing unusual about the patient or the procedure. An endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The capsule fell into the patient's stomach and was not retrieved. The deployment device was inserted with capsule facing the tongue and the entire device including the handle was maintained in the horizontal plane. Lubrication was used to facilitate placement of the capsule and was carefully applied to avoid covering the suction chamber.